Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet bionic pancreas developed a cracked screen that impaired touch responsiveness, and a replacement device was provided with instructions for data sync, shutdown, and return of the damaged unit. Symptoms included elevated blood glucose that reached a high level and later decreased to approximately 250 mg/dl. Outcomes included continued use of the patient¿s cgm with a phone or receiver while awaiting the replacement, without need for medical intervention or hospitalization. Investigation included coordination of replacement logistics and collection of the damaged device for assessment. Investigation of this device revealed a damaged display assembly consistent with physical damage to the user interface screen, resulting in reduced input responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from external factors rather than a device manufacturing or design defect.